Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, the transducer generated a usacquisitionhw-31 error. The patient was already under sedation but the transesophageal echocardiography (tee) procedure has not yet started. The user rebooted the ultrasound system to restore functionality. The patients' tee was delayed a day in order for the ultrasound system to recover. The tee was completed with the same ultrasound system and a new transducer. There was no loss of data and there was no patient adverse event reported. No additional information was provided. Multiple attempts were made to obtain additional information regarding why the system needed to recover for one day but with no results.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section) and provide the date the new information was received (see section).

Event description:
Additional information was received and it was reported that the patients' procedure was postponed until the following day. It was reported that it took one day for the parts to be delivered and the ultrasound system to come back to normal function. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for a system inoperable. The transducer was returned, and an investigation was performed. The cause of the issue was determined to be a gastro flex thermistor reliability issue; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced at the site by service. Complaint reference #: (B)(4).